Event description:
A falsely elevated advia centaur vitamin d result was obtained on a patient sample and the result was questioned by the physician. The elevated result was considered discordant when compared to subsequent redraw test results and the result from the previous month. There was no known report of patient treatment being altered or adverse health consequences due to the elevated vitamin d assay result.

Manufacturer narrative:
The cause for the elevated vitamin d test result is unknown. The customer noted that the quality control results was within range and there were no other known vitamin d patient results questioned. There is no discordant patient sample available for further investigation. No conclusion can be drawn. The instrument is performing within specifications.